Manufacturer narrative:
Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported reusing cartridges. Customer was educated not to re-use supplies per the user guide. System check was performed with tandem technical support and it was discovered occlusion was caused by a blockage in the cartridge. Customer reverted to an alternate method of insulin therapy and will change cartridge and resume insulin delivery once they receive replacement supplies. Customer's blood glucose was 170 mg/dl at time of event.